Manufacturer narrative:
Final analysis found premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
It was reported that during follow-up in clinic, premature battery depletion was noted when the eri alarm went on. The device was implanted on (B)(6) 2014; the exact date is unknown. The device was explanted and replaced. Patient was in stable condition after the procedure.